Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset on their own, and a replacement pump was arranged by technical support.